Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The device lot number is not available / not reported. The expiration date of the device is not known. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional reported that the 4.0 mm dia x 30 mm with no tip enterprise®2 stent (enf403000 / lot#: unknown) became deployed in the microcatheter. There was no report of patient injury or complication. It was reported that the product is not available to be returned for evaluation. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. The lot number of the device is not known, therefore review of the device history record was not performed. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2019-00863 and 1226348-2019-00864. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 4.0 mm dia x 30 mm with no tip enterprise®2 stent (enf403000 / lot#: unknown) became deployed in the microcatheter. There was no report of patient injury or complication. It was reported that the product is not available to be returned for evaluation.